Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted due to a helix issue. The helix would not extend with the rotation tool, with up to 35 turns. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.